Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump was blank. Blood glucose value was 145 mg/dl. She stated she tried changing the battery but the display remained blank. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was then instructed to remove the battery for 2 hours and call back. She called back the next day and reported that the display did not return after the two hour reset. Blood glucose value was 127 mg/dl. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump would be replaced and returned for analysis.